Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was throwing up, had blurred vision, diarrhea, was dehydrated and was in diabetic ketoacidosis. During this time, his bg was 600 mg/dl. No cgm value was reported during this time. The patient's parent brought the patient to the hospital. At the hospital, the bg was over 600 mg/dl while the cgm was displaying "low". The patient was treated with insulin and was in the hospital for 4 days with continued insulin treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.